Event description:
It was reported that the patient underwent a sling procedure on an unknown date to treat stress urinary incontinence. The patient experienced pain, erosion of her internal bodily tissue, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat urethral hypermobility, stress urinary incontinence, cystocele and a sling was implanted.

Manufacturer narrative:
(B)(4): it was reported that after implantation patient experienced pain, erosion, recurrence, bleeding, dyspareunia, and neuromuscular, urinary and bowel problems. It was reported that patient had explantation of mesh due to erosion on (B)(6) 2009. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence and frequency. It was reported that patient underwent mesh revision on (B)(6) 2010 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urgency and urinary retention. It was reported that patient underwent mesh removal on (B)(6) 2010 by dr. (B)(6) due to mesh erosion at (B)(6) hospital.

Manufacturer narrative:
It was reported that following insertion patient experienced hematuria and recurrent urinary tract infection.